Manufacturer narrative:
The customer¿s report that the tubing completely disconnected was confirmed. Visual inspection of the set noted separation at the engagement of the outlet of the 1.2 adult micron filter and pvc tubing. Examination under magnification of the separated tubing end observed insufficient solvent. Functional testing was deemed unnecessary due to separation of the tubing. No dimensional measurement of the separated tubing sleeve was deemed necessary due to the tubing sleeve having to be expanded during assembly of the set components. The engagement between the filter inlet and tubing was also attempted to be tugged. No separation was observed. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported the tubing completely disconnected during a patient infusion. There was no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the tubing completely disconnected during a patient infusion. There was no patient harm.